Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the left ventricular (lv) lead exhibited loss of capture in different vectors. The lv lead was capped and replaced. The patient was in stable condition.